Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was done. Customer's blood glucose was 73 mg/dl. Customer stated has been using manual insulin. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back up plan per health care provider. No further info provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and prime tests. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump also had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.